Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be conducted as the lot number was not provided. Additionally, a review of the complaint history was not conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc trek device will be filed under another medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The balance middle weight guide wire (bmw gw) was advanced to the lesion. Then the 3.0x15mm nc trek balloon was attempted to be advanced but met resistance with the gw. It was then attempted to remove the balloon but could not remove from the guide wire, therefore while attempting to remove both, the balloon broke. Resistance was met with both devices during removal. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported difficulty to advance/position and difficulty to remove were unable to be confirmed due to the returned condition of the device. A review of the lot history record could not be conducted as the lot number was not provided. Additionally, a review of the complaint history was not conducted due to no lot number being provided. The investigation determined the reported difficulties and noted damages appear to be related to operation circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D10, h3: device status changed from not returned to returned. Method code 4115 was removed. Conclusion code 67 was removed.